Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she was in the hospital when the insulin pump alarmed button error. Blood glucose value was 400 mg/dl. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly and functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. However, the insulin pump was received with intermittent button response noted during testing due to flattened dome switch on the act button. No button error alarm noted. The insulin pump has cracked reservoir tube lip.